Manufacturer narrative:
(B)(4). The initial MDR incorrectly selected the radio button for death. This supplemental MDR corrects the type of reportability as serous injury.

Manufacturer narrative:
(B)(4).

Event description:
No date of death. Text does not state death either. According to the reporter: the plaintiff developed serious complications from an abdominal leak and bacterial infection related to and/or precipitated by the breakdown and/or failure of the surgical anastomosis.